Event description:
It was reported that the electrogram indicated that the right atrial lead was oversensing far-field t waves. During the clinic visit, the atrial sensitivity was programmed lower and p waves were sensed; however, far-field t wave oversensing was still occurring. The atrial sensitivity was programmed higher and the far-field t wave oversensing ceased, but then there was intermittent undersensing of true p waves. The lead was not ultimately reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.